Event description:
The facility reported the system waslbeing used at 1200mw, and suddenly displayed a service requested error message in the middle of the case. They stated there was no patient injury, but the case was not completed, and two subsequent cases were cancelled.

Manufacturer narrative:
A company service representative checked the system, replaced the laser engine, calibrated the system, and tested the system to specifications. The laser engine has been returned for further evaluation. The investigation, including root cause analysis is in progress.